Event description:
During a laparosocopic cholecystetomy procedure, the surgeon inadvertently punctured the gallbladder due to mismanipulation of the device. This is the first known report of misuse of this device. The instructions for use are clear and sufficient.